Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease (cad) and was undergoing percutaneous transluminal coronary angioplasty (ptca). The target lesion was located in the distal left anterior descending artery (lad). A 3.50 x 48mm synergy xd drug-eluting stent (des) was deployed. However, some dissection was observed. Another 3.00 x 16mm synergy xd was deployed to cover the dissection and the procedure was completed. The patient was stable post-procedure.